Event description:
It was reported that the patient experienced erosion at the side of the cuff. The cuff and pump of his artificial urinary sphincter (aus) were removed and the balloon tubing was capped and left in patient. It was further reported that the patient came back to the hospital with incontinence due to the fact he had his aus removed. Therefore, a new aus was implanted on (B)(6) 2020. The patient fully recovered.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with artificial urinary sphincters and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms or erosion and urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced erosion at the side of the cuff. The cuff and pump of his artificial urinary sphincter (aus) were removed and the balloon tubing was capped and left in patient.